Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while on a pt. The pt was not harmed or injured as a result of this event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the inspiratory and ai pcbs. The unit passed extended self testing.